Event description:
Reporter called alleging the pt's meter was displaying low readings and the pt ate food to elevate her blood glucose. She went to the hosp and there is no information on what her blood glucose reading was in the hosp. Meter was set to the incorrect unit of measurement and the nurse reset the meter back to mg/dl. Meter was not previously set to the correct unit of measurement and the meter was not a new product (out of box). Replacement meter was sent to the pt.